Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. Iol was received cut in a half wrapped in a paper cloth, inside a plastic bag. Solution is dried on the iol (intraocular lens). No device returned. It is stated in the file attachment that in the surgeon's opinion it was not a quality issue with the iol that caused or contributed to the event. It was further reported that the iol did not cause or contribute to the event, "patient dissatisfaction" was the cause of the event. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. "Patient dissatisfaction" was listed as the cause of the event. Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient had dissatisfaction. The clinical reason for explant was mentioned as dysphotopsia notes temporal blur, could not describe as either bright or dark. The patient visual field, retinal imaging (optos), and optical path difference (opd) was unremarkable. It was affecting his adls (activities affecting his daily life) and, making it hard to focus. Hence the lens was explanted and replaced with non-company lens in a secondary procedure. There was no patient harm. Additional information was requested.